Manufacturer narrative:
Unit had dog chew marks on the case, on the display window, on reservoir tube window and on reservoir tube. Unit also had a missing keypad overlay, missing end cap and missing motor assembly.

Event description:
The customer reported via phone call that the insulin pump was chewed by a dog and cannot be used. Customer's blood glucose was 91 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.